Event description:
It was reported that during an unknown procedure the device is not recognized despite still 26 uses. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. D4 batch #: t95a1p. Additional information was requested and the following was obtained: -did the generator display an error message? If so, what was that message? There is no error message on the generator. -did the device pass the pre-test successfully? The device does not pass the pre-test with the clamp. The cable test with the metal test tip is successfully completed. -did the device work before stopping? -the device does not start before stopping the day of problem. -were there any patient consequences? If yes, which ones? There was no patient consequence. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root because that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.